Manufacturer narrative:
The insulin pump had a scrambled display and extra segments due to a short at the liquid crystal display driver board. No unexpected vibration was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump display was blank and was vibrating. The customer was unable to get the light to come on. The blood glucose reading was 76 mg/dl. The insulin pump had not been dropped or bumped. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.